Manufacturer narrative:
Per follow up information received it has been determined that this is not a reportable event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was concerned because the baby's temperature has dropped below the 33.5c. They were in the middle of a sterile procedure, so they were unable to fully troubleshoot or get the s/n number. The patient temperature was 32.4c, water temperature was 33.4c, and flow rate was 0.6l/min. There was one neonatal pad in place. System diagnostics showed flow rate was 0.6l/min, inlet pressure was -7psi and circulation pump was 28%. Ms&s had her looks for bends of kinks in the line and due to drapes she could not really check. She will call back for troubleshooting after the procedure is over but did not call back. As per follow up on 07jan2021, it was stated that no troubleshooting was needed as patient was able to complete therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was concerned because the baby's temperature has dropped below the 33.5c. They were in the middle of a sterile procedure, so they were unable to fully troubleshoot or get the s/n number. The patient temperature was 32.4c, water temperature was 33.4c, and flow rate was 0.6l/min. There was one neonatal pad in place. System diagnostics showed flow rate was 0.6l/min, inlet pressure was -7psi and circulation pump was 28%. Ms&s had looked for bends & kinks in the line and due to drapes they could not really check. They told that will call back for troubleshooting after the procedure is over but did not call back.